Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported four weeks after implant that the patient's right atrial (ra) lead and right ventricular (rv) lead dislodged. Ra lead dislodgement was evidenced by no pacing capture. Rv lead dislodgement was evidenced by no capture and undersensing. Both leads were explanted and replaced three days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.